Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation summary: with a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this these events include the patients' pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients' complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that included a report of 169 patients who developed acute kidney injury (aki) within a week of continuous-flow left ventricular assist device (cf-lvad) implantation, nine patients who developed chronic renal failure and thirteen patients who developed right heart failure within one year of cf-lvad implantation. This article discussed the incidence, predictors and impact of aki and renal function after continuous-flow lvad (including 219 with heartmate ii and 22 with heartware devices) in this retrospective, multi-center cohort study. A total of 241 patients (with a mean age of 52.4 years and 182 of which were males) who met the study inclusion criteria were implanted with a cf-lvad between oct2004 and aug2015 at two participating referral centers. Ninety-one patients (of the 241 patients) had preexisting histories of diabetes mellitus, 117 had histories of hypertension, 202 had histories of implantable cardioverter defibrillator or pacemaker, 26 had undergone previous coronary artery bypass grafting and 44 had had a transient ischemic attack or cerebrovascular accident prior to cf-lvad implantation. Of the 241 patients, 83 of them had a primary cause of cardiac disease listed as ischemic; while 158 were listed as non-ischemic. Ninety-eight patients required pre-operative support with an intra-aortic balloon pump, fifteen required support with extra-corporeal membrane oxygenation and 195 required inotropic support. One hundred and sixty-nine (of the total 241 patients) developed aki (109 with aki stage I, 22 with aki stage ii and 38 with aki stage iii) within the first seven days after implantation. Twenty-three of these patients required treatment with renal replacement therapy (rrt) with 21 patients undergoing central veno-venous hemodialysis and two undergoing intermittent hemodialysis. Of the 142 patients still supported with cf-lvad at one-year post-implant, nine patients were still chronically dependent on rrt. Thirty-three patients of the 241 total patients underwent cardiac transplantation and thirteen patients required right ventricular device implantation within a year of implantation. The authors concluded that the severity of aki was a strong prognostic fact or for mortality and poor renal function one year after cf-lvad implantation. Further follow up did not yet yield any additional relevant information regarding these event(s).